Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 03/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was receiving heparin while on home dialysis treatment. Upon information and belief, while receiving the heparin, the patient began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin received by and administered to the patient was alleged to be contaminated heparin. The patient passed on (B) (6) 2008.